Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found imprecision on tg. The fse replaced the reagent syringe plunger, reagent probes and reagent collar washes to resolve the issue.

Event description:
The customer reported that the unicel dxc 600 synchron system generated a false high tg (triglyceride) result of 686 mg/dl. The repeated sample on another instrument yielded a value of 129 mg/dl. This value matched the patient's historical value. There was no impact to patient treatment. The false result was not reported outside of the lab. Controls (qc) prior to the event were within lab-established ranges. Level 3 control was out high after the event.